Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as abdominal inflammation. The cause of the event was reported as ¿probably cold germs¿ as this cannot be confirmed; the cause has been assessed as unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal injection cefazolin sodium (no further information provided) for the event. Dianeal therapy was ongoing during the treatment. At the time of this report the patient was recovered from this peritonitis event. No additional information is available as the reporter has declined to provide further information.